Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 3 infusion set's adhesive between 11-jun-2024 to 21-jun-2024. The infusion set fell off after being in use for 2-3 hour. The issue was resolved by replacing infusion set and resuming insulin. No further information was available.